Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-17768. It was reported that patient underwent surgery on (B)(6) 2021 and had their system explanted due to inability to have mris.